Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5620-b-201, triathlon pkr baseplate #2 lm/rl, lot code: xhdxa. Cat. No.: 5610-f-301, triathlon pkr femur #3 lm/rl, lot code: xmdg. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. The medical review indicated the procedure is likely from tibial subsidence. No allegations were reported or found against the remaining devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The arthroplasty was revised due to pain, lateral compartment arthritis and patellofemoral arthritis. The components were implanted in situ for approximately 5 y. The tibial and femoral components were revised.

Event description:
The arthroplasty was revised due to pain, lateral compartment arthritis and patellofemoral arthritis. The components were implanted in situ for ~5 y. The tibial and femoral components were revised.